Manufacturer narrative:
This event is related to MDR 2134812-2017-00090 langston v2 and MDR 2134812-2017-00091 langston v2. The returned product evaluation confirmed the hub of the catheter was separated from the strain relief. A leak test was performed on the returned unit and the results show that injecting through the ao (aortic) port produced a leak at the point of separation, between the proximal hub/strain relief bond. Furthermore, a liquid leakage under pressure test was completed on test units. Test results concluded that the most likely root cause for this failure is that a high pressure injection was attempted through the ao port causing the bond to separate. The langston IFU precautions; "do not use the outer lumen for the delivery or infusion of diagnostic, embolic, therapeutic materials or to perform pressure injections of contrast medium into the vascular system as such pressure injections could result in device damage."

Manufacturer narrative:
Additional investigation is in progress by supplier. A follow-up report will be submitted.

Event description:
Leaking at the end of the case close to the port.